Event description:
In a double wire procedure in the "lad" the physician inflated the cutting balloon. The physician then re-inflated the cutting balloon. A perforation was noticed after the second inflation. When attemlpting to remove the cutting balloon, the device became wrapped up in the wires. The devices were removed together. The patient's pressure dropped, patient expired.